Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the distal end of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole direct distal to the distal x-ray marker. In close vicinity of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy.

Event description:
The passeo-18 balloon catheter was chosen for pre-dilatation of a moderately calcified lesion with 80 percent stenosis degree below the knee. A v18 guidewire was used to reach the lesion, and the balloon was placed but could not be dilated. Another device was used to finish the procedure.